Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) via the patient reported that the patient had a "sunburn" like feeling when the implant was turned on. The healthcare provider (hcp) attempted reprogramming, but the device ended up being explanted as a result of the adverse symptoms. There were no environmental/external/patient factors related to this event. On (B)(6) 2016 it was further indicated that the patient had skin irritation along with the sunburn like feeling. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.